Event description:
On (B)(6) 2009, the pt reported experiencing air bubbles in his insulin cartridge after 1-2 days of use. He stated that he allows insulin to reach room temperature prior to use and he properly adjusts the piston rod prior to inserting the insulin cartridge into the infusion device. He stated that he does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device and he does not hold the infusion device upright while priming. He was educated on the proper technique. The pt was not experiencing air bubbles at the time of the report. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.